Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was rec'd. A review of the device history record reveal no complaint related anomalies.

Event description:
Pt was implanted with tfn construct on (B)(6) 2012, for an intertrochanteric fracture of femur. Pt complained of pain on (B)(6) 2012, at which point x-rays were taken. X-rays revealed the helical blade had perforated the femoral head. Pt was returned to the operating room on (B)(6) 2012. Tfn was extracted w/o incident and pt was revised to hemiarthroplasty on (B)(6) 2012. Revision surgery was completed and was uneventful. This is 1 of 2 reports for the same event.